Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery, had my 2 week surgery was laparoscopic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("gained about 30 pounds") and experienced menstruation irregular ("periods were unpredictable/ very unpredictable periods"), abdominal pain lower ("bad cramps") and back pain ("back pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight increased, menstruation irregular, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, medical device removal, menstruation irregular and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report: weight increased, menstruation irregular, abdominal pain lower, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information including event surgery, had my 2 week surgery was laparoscopic, source document, reporter and references from deletion case (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.